Event description:
It was reported that the pt had a right femoral fracture in dec. 2004, pt was treated with an internal plate fixation. In feb. 2005, when pt was x-rayed, the surgeon found the implanted plate fractured. In feb. 2005, the plate was revised.